Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer's sensor glucose reading was 85 mg/dl to 90 mg/dl while their blood glucose reading was 240 mg/dl. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in sensor setting was 90 mg/dl. Troubleshooting was performed. They were advised to monitor and call back if issues persist. The product will be returned for analysis.